Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the prograsp forceps instrument moved by itself and the surgeon was unable to control it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose pitch cable at the proximal end. There was no damage found to the pitch cable or the clamping pulley. The screw was found to be loose. The instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The instrument was found to have a loose screw inside of the housing on the pitch clamping pulley. As a result, the cables were loose which caused the instrument to fail intuitive motion. The complaint was confirmed by failure analysis.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.